Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES main drawer 3.2 had broken slides which caused difficulty in opening the drawer. The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 28-AUG-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 had broken slides which caused difficulty in opening the drawer. A field service engineer found drawer 3.2 had defective rails, replaced the rails using the customer's spare part, restoring normal drawer functionality, verified operation through the Hardware Application and confirmed the drawer was functioning properly. Advised that the spare rail assembly used for the repair should be replaced at a later date. The system functioned as intended after the field service engineer repaired the device.